Event description:
It was reported that while attempting to intubate the device, the device presented considerable resistance to the intubation selecting to the left. Four bronchoscopies were performed to guide the orotracheal tube, without success. The doctor still reports stiffness and caliber that traumatized the patient's area. There was glottal edema.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used endobronchial device was received for device analysis. Visual inspection found the endobronchial tube to be bent to the left. The complaint was confirmed. While a definitive root cause to the reported issue could not be confirmed, the most probable root causes include the following: the material became damaged after release for distribution. Lack of inspection by production personnel.